Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was placed into the patient¿s eye. The surgeon spins the haptic and the haptic consequently cut the bag causing it to collapse. A vitrectomy was performed. The iol was replaced with an anterior lens by alcon. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, reporter first name, last name: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information, section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: dec 11, 2025, section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was visually inspected under magnification revealing that the lens was cut. The lens was further inspected and no further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.